Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the edge of the display screen and top of reservoir compartment were cracked. It was also reported that the up and down arrow buttons got stuck when pressed. Customer's blood glucose was 7.6 mmol/l. Insulin pump would need to be replaced.